Event description:
The physician performed a papillotomy with a precut sphincterotome. The device was manipulated and current applied to make an incision. The cutting wire moved while the incision was made causing bleeding and a misplaced incision. The pt is in good condition.